Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to cardiovert the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs showed that sync markers were displayed over the r wave while in ECG lead ii view but were lost when changed to pads view. The device automatically switches to the pads view when the charge key is pressed. The pads view is a different view of the heart from lead ii, which is why the sync markers were no longer present. However, this does not confirm a device malfunction. The x series operator's guide suggests performing synchronized cardioversions in lead I, ii or iii. The device operated as designed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.